Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the inability to maintain pressure, reported as failure to inflate. When the device was pressurized fluid was visible leaking from a crack in the side arm. A review of the complaint handling database found no similar incidents from this lot reported for cracks in the side arm. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, mildly calcified, 80% stenosed, proximal to mid superficial femoral artery (sfa). A 7.0 x 150 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. The pta catheter was advanced to the lesion and would not inflate. The pta catheter was removed from the anatomy and replaced with a new 7.0 x 100 mm armada 35 pta catheter to successfully complete the procedure. The physician speculated that the luer lock connector on the hub may have a crack, although no crack was observed. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.